Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scuff on the lens was found after insertion in to the eye, which was possibly from the cartridge. The procedure was completed with the back up lens on same day. The symptoms were resolved. No more further information available.

Manufacturer narrative:
The company cartridge was not returned for analysis. The lens was returned cut into two pieces. Scuff/scratches were observed. Qualified associated products were used. The product investigation could not identify a root cause for the reported lens damage. The used company cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The IFU (the instructions for use) instructs to use the company cartridges at operating room temperatures between 18° c (64° f) and 23° c (73° f). Only use an company ovd (ophthalmic viscosurgical device) device qualified for use with the company iol (intraocular lens) delivery system that has been allowed to come to the operating room temperature. Completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Failure to follow these steps may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).